Event description:
Customer says that the needle is shooting the pt before the doctor is ready for it to shoot. Spoke with rn who stated she initially gave misinformation regarding incident. The problem is not that the product fired prematurely, the problem was an inability to obtain a core sample. The pt had to be re-stuck in order to obtain breast biopsy.